Event description:
A complaint was reported regarding discomfort in the back and slight fever. The physician concluded that pt had hematomas over the lead and ipg incision sites.

Manufacturer narrative:
The device remains implanted in the pt. This is the final report.